Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mmx40mmx150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. The ruptured balloon was completely removed from the patient. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the proximal balloon to shaft bond transition with material sticking up. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mmx40mmx150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. The ruptured balloon was completely removed from the patient. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.